Event description:
12mm short endo gia stapler was being used during surgery. When the surgeon handed stapler back to st (surgical technician), it was noted that the tip of the stapler had broken off into several pieces. St inspected the device and compared it to other staplers on the sterile field. A small section of the broken plastic was noted.